Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead position check failed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to receiving shocks for atrial fibrillation (af) with rapid ventricular response from their device. It was noted that the patient's right atrial (ra) lead had no capture, and undersensing. The patient experienced syncopal episodes as well. Follow up was conducted to no avail. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.